Event description:
Pt reported after injection with unspecified juvederm "above the cheek, under the eyes", and corner of the eyes, they developed a "knot" at the injection site on the left side, as well as swelling and pain at the injection sites. The pt additionally noted the left side was "lopsided" and they felt "queasy". The pt was treated with something to "dissolve the juvederm".

Manufacturer narrative:
Medwatch sent to FDA on 07/22/2014. Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The events of "knot", "swelling", "pain", "lopsided" and "queasy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.